Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The sureform 45 stapler has been returned and evaluated by the failure analysis team. The instrument was found to have a lodged staple in the I-beam assembly. During inspection, one lodged staple was found outside the I-beam assembly and another inside it. When removing the staple from inside the I-beam, it appeared unusually long. The probable root cause is attributed to loose staples from firing across staple lines or not having a full bundle of tissue between the jaws during use. Loose staples that do not go into tissue can be dragged into the I-beam slot as the I-beam retracts during unclamping. Increased drive train friction during calibration due to a staple lodged in the path of the I-beam can prevent the instrument from registering the reload color, which then results in an initialization failure. Isi did not receive the sureform reload involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, customer reported residual wire was left from the staple load on the sureform 45 stapler. The procedure was completed with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.